Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately 3 months following an intraocular lens (iol) implant procedure, the iol was exchanged for another iol due to the patient being "bothered by night time glare/halos". The clinical reason for the exchange was reported as "significantly bothered by glare from extended range lens". Additional information was provided indicating that the patient's issue have resolved. Everything is fine. The iol was exchanged for a different lens model of the same power.